Event description:
It was reported in the case report named "case reports in interventional cardiology" of article titled, "transcatheter mitral valve lithotripsy as a pretreatment to percutaneous balloon mitral valvuloplasty for heavily calcified rheumatic mitral stenosis" that during percutaneous balloon mitral valvuloplasty procedure by using bard true flow balloon, the balloon was ruptured. It was further reported that other product balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H11: sharma a, kelly r, mbai m, chandrashekhar y, bertog s. Transcatheter mitral valve lithotripsy as a pretreatment to percutaneous balloon mitral valvuloplasty for heavily calcified rheumatic mitral stenosis. Circ cardiovasc interv. 2020 jul;13(7):e009357. Doi: 10.1161/circinterventions.120.009357. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in the case report named "case reports in interventional cardiology" of article titled, "transcatheter mitral valve lithotripsy as a pretreatment to percutaneous balloon mitral valvuloplasty for heavily calcified rheumatic mitral stenosis" that during percutaneous balloon mitral valvuloplasty procedure by using bard true flow balloon, the balloon was ruptured. It was further reported that other product balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H11: sharma a, kelly r, mbai m, chandrashekhar y, bertog s. Transcatheter mitral valve lithotripsy as a pretreatment to percutaneous balloon mitral valvuloplasty for heavily calcified rheumatic mitral stenosis. Circ cardiovasc interv. 2020 jul;13(7):e009357. Doi: 10.1161/circinterventions.120.009357. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. Medical record was provided and reviewed. Based on the review of the article, "transcatheter mitral valve lithotripsy as a percutaneous balloon mitral valvuloplasty for heavily calcified rheumatic mitral stenosis". Balloon septostomy with atlas balloon. Three mailman wires placed in lv; three lithotripsy balloons inflated simultaneously, delivering 30 pulses each, then inflated to 4 atm for additional cycles. Initial pbmv with true flow balloons and balloons ruptured due to calcification. Therefore, the investigation is confirmed for the reported balloon rupture. A definitive root cause for the reported balloon rupture could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result) section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.